Event description:
During remote monitoring, episodes of noise resulting in oversensing and pacing inhibition was observed on the device. The pacemaker dependent patient did not experience any adverse consequences due to the loss of pacing. No intervention was performed at this time. The patient was stable and will continue to be monitored.